Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago. Block d6b: 2023.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned. No further information has been obtained despite good faith efforts.